Manufacturer narrative:
Corrected data: adverse event/product problem from product problem to both outcomes attributed to ae from blank to other type of reported complaint from product problem to serious injury health impact grid from no health consequences or impact to serious injury/illness/impairment.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer (prostate) and hodgkin's lymphoma. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.